Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer described that they were weaning the patient from therapy and were in 1:2 since about 8am on (B)(6) 2022. They were preparing to go to 1:3 at 11:30am, however the cs300 intra-aortic balloon pump (iabp) generated a check iab catheter alarm at 11:29am. At that time, there was no blood seen in the tubing and connections were verified to be secure before resuming therapy. Immediately after resuming therapy, they heard a ¿swishing¿ sound and the iabp alarmed again. They then saw blood in the helium tubing of about 1-2¿ in length near the insertion site. Therapy was discontinued at that time and the helium tubing was disconnected from the iabp. It was noted that blood had not traveled through the helium tubing anywhere near the iabp. At the time of the call, the customer noted no hemodynamic changes to the patient and verbalized the iab had been removed as they had planned to remove it earlier that day prior to this incident. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.